Event description:
As reported by our affiliates in france, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, post valve deployment, a major leak was observed. It was believed that the leak was paravalvular; however, it could not be confirmed. The valve was noted to have been implanted in the 70/30 position and may have been implanted too low. A post-dilation was performed, but the leak did not resolve. Subsequently, a second valve was implanted, and the leak resolved.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, valve deployment in unintended location, paravalvular leak and transvalvular leak are listed as potential risks associated with the transcatheter aortic valve replacement (tavr) procedure, the bioprosthesis and the use of its associated devices and accessories. Additionally, the training manual notes to target final valve position after thv deployment at 80/20 to 90/10 (aortic/ventricular). Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for deployed valve exhibiting regurgitation and malpositioned valve resulting in the need for an intervention were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU/training manual revealed no inadequacies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the events. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple factors that contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, "the height position of the valve was 70:30". In this case, the deployed valve landed more ventricular with a position of 70/30 (aortic (ao) / left ventricular (lv)). Per the training manual, "target final valve position after thv deployment at 80/20 to 90/10 (aortic/ventricular)". At this time, a definitive root cause was unable to be determine; however, patient factors and/or procedural factors not provided may have caused or contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) and transvalvular leak are known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. As reported, "it was a case of sapien 3 heart valve in aortic position by transfemoral approach. The valve was deployed using a nominal +1 cc of volume. During the post procedure, a major leak appeared at angio control and it was thought that could be pvl. The height position of the valve was 70:30 and a post dilatation was done". In this case, the valve was deployed more ventricular and was malposition. As a result, the pvl skirt could have difficulty sealing against the target site (native annulus), resulting in paravalvular leak. In addition, the valve was inflated with additional volume (+1 cc), and post-dilation was performed. Deploying the valve using more than the prescribed volume may result in an inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation may prevent proper motion of the thv leaflets, potentially resulting in central regurgitation. In this case, available information suggests that procedural factors (overinflation and malpositioned valve) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.